Event description:
It was reported that the comaneci petit was used as coil assist device to treat mca bifurcation aneurysm. After the coiling had finished, the physician closed the comaneci petit and noticed some movement of the coil mass. The comaneci could be retrieved, but this led to distension of 2 loops of coil and further displacement of the whole coil mass within the mca bifurcation. Subsequently, the middle cerebral artery was occluded. There were moderate anastomosis from the anterior cerebral artery to the occluded middle cerebral artery. Therefore, the patient was immediately transferred to the open neurosurgery operating room where the coil mass was removed by opening the fundus of the aneurysm. The aneurysm was then clipped. Further repair of the m1 segment was required with a suture and a clip parallel to the axis of the m1 segment due to ongoing bleeding in this patient treated by aspirin and prasugrel in case of potential stenting. At the end of the neurosurgical procedure, the mca appeared to be occluded despite numerous cautions to keep this artery patent. The patient was again transferred to the cathlab to attempt a recanalization procedure after clipping. Access to the m1 segment distal to the first clip was possible with a microcatheter. Injection through the microcatheter at the level of the aneurysm showed that the aneurysm was mostly clipped but also the inferior division branch. The superior division branch was faintly visible without spontaneous flow. Selective access to this branch was possible with the microcatheter, allowing further placement of a stent and in-stent pta. At the end of the procedure, the superior division branch was perfused normally and antegradelly. The inferior division branch was refilled via cortical anastomosis but only partially and with a delay of several seconds